Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician inspected the unit and confirmed reported occurrence of alarm led was illuminated and cracking sound. Resolution and disposition: speaker was replaced as prevention to address the cracking sound. Power management board and motor controller board were replaced to resolve the alarm issue (primary alarm failed).

Manufacturer narrative:
The power management board and motor controller board were received at the v60 vent manufacturing facility. Visual inspection of the boards did not identify any signs of damage or contamination. The boards were installed in a test ventilator. The test ventilator was started up in normal ventilation and power cycled every 30 seconds for 2 hours. No errors occurred and no failure was found. The root cause for the customer's report of primary alarm failed could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that when the v60 unit was turned on to use it for briefing session at hospital, alarm led was illuminated as red and alarm sound that was different from usual one kept sounding. Also primary alarm failed was displayed on lcd. There was no patient involvement associated with this event.